Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. An examination of the returned device identified that the balloon folds were tightly folded. All blades were present and fully bonded to the balloon surface. The blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified a hypotube break 110mm distal from strain relief. Multiple hypotube kinks were also observed. No other issues were identified during the product analysis.

Event description:
It was reported that the delivery shaft was fractured. The 80% stenosed, 60mm x 3.0mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10/2.75 flextome cutting balloon was selected for use. During preparation, it was noted that the delivery shaft was fractured and it was not used in the patient. The procedure was completed with another of the same device. No patient complications were reported and patient was stable post procedure.

Event description:
It was reported that the delivery shaft was fractured. The 80% stenosed, 60mm x 3.0mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10/2.75 flextome cutting balloon was selected for use. During preparation, it was noted that the delivery shaft was fractured and it was not used in the patient. The procedure was completed with another of the same device. No patient complications were reported and patient was stable post procedure.